Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "successful transcatheter mitral paravalvular leak closure complicated with stuck mechanical valve and device migration" the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "successful transcatheter mitral paravalvular leak closure complicated with stuck mechanical valve and device migration", was reviewed. The article presented a case study of an 80-year-old male patient with prior mitral and aortic mechanical valve replacement. It was reported that on an unknown date, a 10mm amplatzer vascular plug ii (avp2) was chosen for an off label use procedure with a 6f terumo destination sheath. To close a paravalvular leak (pvl) of an unknown mechanical mitral valve. The 10mm avp2 was implanted more proximally to avoid a stuck valve. After the device was released, it was noticed the device accidentally dislodged or embolized and entered the left ventricle. A decision was made to retrieve the device via transcatheter snare through the pvl. An attempt was made to implant a 12mm amplatzer vascular plug ii but it was unsuccessful as it caused a stuck mechanical valve. The 12mm avp2 was then replaced with two 8mm avp2 devices. It was reported one of the 8mm avp2's distal disk interfered with the mechanical valve leaflet mobility. Transesophageal echocardiography didn't report significant mitral stenosis and the pvl nearly disappeared. After confirming stability, the devices were released and the patient was discharged uneventfully 8 days later. [The primary and corresponding author was shunsuke kubo, department of cardiology, kurashiki central hospital, 1-1-1 miwa, kurashiki 710-8602, japan, with corresponding email: e-mail: daba-kuboshun101@hotmail.co.jp]

Manufacturer narrative:
As reported through a case study of an 80-year-old male patient with prior mitral and aortic mechanical valve replacement. A 10mm amplatzer vascular plug ii (avp2) was chosen for an off label use procedure with a 6f terumo destination sheath to close a paravalvular leak (pvl) of an unknown mechanical mitral valve. The 10mm avp2 was implanted more proximally to avoid a stuck valve. After the device was released, it was noticed the device accidentally dislodged or embolized and entered the left ventricle. A decision was made to retrieve the device via transcatheter snare through the pvl. An attempt was made to implant a 12mm amplatzer vascular plug ii but it was unsuccessful as it caused a stuck mechanical valve. The 12mm avp2 was then replaced with two 8mm avp2 devices. It was reported one of the 8mm avp2's distal disk interfered with the mechanical valve leaflet mobility. Transesophageal echocardiography didn't report significant mitral stenosis and the pvl nearly disappeared. After confirming stability, the devices were released and the patient was discharged. Some of the procedural complications reported were obstruction/occlusion and off label use. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A reported off-label use related to the user used a amplatzer vascular plug ii for perivalvular leak. Please note, per amplatzer vascular plug and vascular plug ii, instructions for use, "the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature." This is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title "successful transcatheter mitral paravalvular leak closure complicated with stuck mechanical valve and device migration"

Event description:
N/a.